Event description:
A surgeon reported a partial vertical gas break through, experienced during one lasik flap procedure. Surgeon decided to continue with the procedure, based on the location of the break, and completed the treatment. A bandage contact lens was noted to have been placed on the eye, on the day of the surgery, and removed the next day. Outcome of event was stated to have been resolved, and surgeon did not feel the device caused or contributed to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).